Event description:
It was reported that the physician felt her handheld computer was not working properly on an unk pt. Per physician, the event had happened in the past. The past event involved abnormal magnet activation history and was addressed in medwatch #1644487-2011-01286. The product has been returned to the MFR, but analysis is pending. No further info regarding pt can be obtained, per physician.